Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a patient underwent combined xen®45 gts implantation and cataract surgery in the right eye approximately 6 months ago. Bleb noted as good but intraocular pressure (iop) in the 20's mmhg. Later developed cystoid macular edema (cme), which is deemed not device related. Patient had steroid response as treatment for cme. One week ago, patient developed a retinal vein occlusion and was treated with anti-vegf injection. Event resolved.